Event description:
The patient reported that she has pneumonia. The relationship of the pneumonia to vns is unknown. The patient had recently undergone vns system implant. Attempts to obtain additional relavent information have been unsuccessful to date.